Event description:
It was reported from (B)(6) by the staff that the battery switching with alarms "battery critical." Log files have been downloaded and sent to manufacturer for analysis. The analysis noted 1 critical battery alarm on (B)(6) 2015. There was no effect on the patient and was doing fine the whole time. No further information available at this time. Investigation is still in progress. This is report 2 of 3.

Manufacturer narrative:
The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Batteries (B)(4): based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of three reports (3007042319-2015-01599, 3007042319-2015-01600 and 3007042319-2015-01601) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de, (B)(4); a00036, (B)(4); 1650de, (B)(4); 1650de, (B)(4); a00036, (B)(4); 1650de, (B)(4); a00036, (B)(4); a00036, (B)(4); a00036, (B)(4); a00036, (B)(4); a00036, (B)(4); 1650de, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The instructions for use (IFU) includes the following warning. Never disconnect both power sources (batteries and ac or dc adapter) at the same time since this will stop the pump. At least one power source must be connected at all times. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01599, 3007042319-2015-01600 and 3007042319-2015-01601) submitted for devices related to the same event. Batteries have not been received. (B)(4)